Event description:
The wrong obuturator was labeled and packaged with one (1) 5.5 ped, pediatric tracheostomy tube.this was detected during procedure set-up with no direct patient involvement. A second 5.5 ped device was available. There was one (1) patient involved with no reported patient compromise.the 5.5 ped device was returned to the manufacturer for identification, analysis, and investigation.evaluation results are recorded in sections h.6, page 2 of 2 on this medwatch form.